Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that during assembly and testing with intensive care ventilators; the circuits had large recurrent leak failures, and appeared to be no bonding on several connected points on the circuits.